Event description:
During an incident in 4/2000 involving a male patient of unknown age in cardiac arrest and unresponsive, this defibrillator failed to operate with "service mandatory" coming up each time. Paramedics arrived and transported the patient to a hospital. The crew stated that the batteries have been checked and are good.